Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the pacemaker was unable to interrogate. A new programmer with all new accessories, a new room, a mod, and putting a magnet on the device, were all tried however unsuccessful. A 12 lead EKG was placed on the patient while placing a magnet directly over the device several times and still no magnet response. It was noted that the device exhibited premature battery depletion. It was elected to explant the device. During the procedure, the device was brought out of the pocket while still connected to the lead, and it was noted that the atrial lead port had a yellow/orange color. The physician pulled and pushed on the leads to confirm no movements or gaps in the ports. The physician then unscrewed the set screw and pushed the atrial lead forward with no movement, to again confirm no movement or gaps in the port. Device was successfully replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of telemetry issues and premature battery were not confirmed. The reported event of contamination was confirmed. As received, the device had normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. Minimal amount of body fluid was noted inside the connector bore causing a yellow/orange color in the atrial lead. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.